Manufacturer narrative:
(B)(4). The 510(k): k090140. (B)(4). Summary of investigational findings: no image was provided, but apparently the patient did not have any allergic reaction. The complaint is merely related to misinformation. Igtf-30 has passed the biological tests, including sensitization test. The filter is made out of conichrome which contains chromium and nickel; allergic reactions should always be considerate upon implanting a medical device. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the dm was asked if the device contained nickel on the evening of (B)(6) 2015. The dm said that he thought it did but was not sure. He said would find out for sure and call back to let them know. The customer called customer service and customer service told the customer that the device did not contain nickel when in fact it does. The device was successfully placed in the patient. The dm informed the customer that the device does contain nickel. They chose to leave the device in the patient. Patient outcome: no adverse results have been reported at this time.